Manufacturer narrative:
This journal article was a summary and did not have any specific patient information. (B)(4). Additional concomitant products included o-arm sys (B)(4), cart 9733856 s7 staff assembled 110v, and stealthstation tria navigation system. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Article concludes that this review summarizes results presented in the literature and compares screw placement accuracy using different CT-based navigation systems. Although certain factors such as the extent of the procedure and the experience and skills of the surgeon were not accounted for, the differences in accuracy demonstrated should be considered by spine surgeons and should be validated for effects on patients¿ outcome. Customer has not requested service for the system regarding this event. No parts have been returned for analysis.

Event description:
This was a literature review where 997 articles we screened, only 26 met all of inclusion criteria. In this literature review of 26 publications, 18 (6,716 total screws placed) of these used the navigation and or imaging system per table 2. The objective of this study is to review the results presented in the literature and compare CT-based navigation systems relative only to screw placement accuracy. In this review, screws perforated less than 2 mm were considered optimally placed, and screws perforated more than 2 mm were considered inaccurate. The review revealed that of the 9,289 pedicle screws, a total of 853 (9.2%) had reported pedicle breeches. Of these, 561 (65.8%) breeches were less than 2 mm and 292 (34.2%) were more than 2 mm. This included both the navigation and or imaging system and vectorvision navigation. Of the 18 publications that met the inclusion criteria, the mean (weighted) accuracy of pedicle screw placement based on the CT-based navigation system was 97.20 +/- 2.1%. The descriptive statistics for screw placement accuracy of the two navigation systems using the 2-mm increment are presented in table 3. In table 1, including the 26 publications there was a total of 55 journal publications listed with the use of the navigation and or imaging system showing the percentage of accuracy of pedicle screw placement and therefore alleged inaccuracy and information alleging pedicle screw revisions.